Event description:
Caller reported that the mobile app was frozen while attempting to load a cartridge. There was no adverse impact to the customer's blood glucose level. After re-launching the app, the pump was still paired, and the caller successfully resumed using the app without further assistance.